Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that when their stimulation it turned on they feel a ¿pop¿ where the battery was just prior to being able to feel the paresthesia. It was also stated that the patient also only got stimulation on one side. It was stated that the patient was a poor historian, and has fallen several times since they were implanted. They noted a ¿big fall¿ about two months after they were implanted and that was when they noticed these symptoms. It was reported that the patient had not been seen by their pain physician since they were implanted (including post-ops) and they hadn't reached out to a rep regarding these issues either. It was reported that the patient was at the doctor¿s office to see about having their system removed because they didn't like it. It was interrogated with the clinician programmer and electrodes 0 to 7 all had high impedances of greater than 20000 and electrode 8 also had impedances greater than 20000. It was reported that the patient had only used their stimulator three percent of the time since they were implanted. According to the physician the patient was a non-complaint patient and they would prefer to just take the implant out rather than revise it. The surgery date was not set yet. The issues were not yet resolved at the time of the report, but surgical intervention was planned. It was reported that the event occurred in (B)(6) 2016. No further complications were reported/anticipated.